Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on the morning of (B)(6) 2015 she obtained erratic results, but could not specify the results obtained. The tests were performed within 20 minutes of each other. The patient manages her diabetes with victoza and forxiga and increased the dose of her medication as a result of the meter issue, but could not specify when. The patient reported that they developed a symptom of "stomach pains" less than 30 minutes after the alleged meter issue occurred however denied receiving any treatment. The cca noted during troubleshooting that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. The complaint is being reported because the results may not have met lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting.